Event description:
Steam escaped when door of sterilizer was opened following a sterilization cycle consisting of 3 mins gravity. Staff member's face burned. Individual was treated in emergency dept for first degree burns of face and released the same day. A corneal burn was found on subsequent examination.